Event description:
Had trouble breathing , coughing. Went to dr., took meds, went to ER was given more meds. Removed filter from CPAP machine it was covered with black fuzzy fiber. Mostly recovered now but afraid to use CPAP machine. FDA safety report ID# (B)(4).